Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between september 18, 2023 and september 20, 2023. H11: the device was received for evaluation. Upon sample receipt, visual inspection via the naked eye noted fluid inside a bag that contained the sample because the device distal luer was not properly closed which allowed fluid to leak inside the bag. The sample was subsequently removed from the bag for inspection. Visual inspection on the sample via the naked eye shows no evidence of defect or anomaly from the fill port of the device. The fill port of the returned device was observed to be in normal condition. A functional leak test was also performed, and no evidence of leak or anomaly was observed from the fill port of the device. Based on the evaluation result, the infusor device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port of a large volume infusor was damaged. The damaged component was discovered at the dispensing room (after being filled with unspecified chemotherapy) prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.